Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had reached a battery status indicator of explant. The explant indicator was found to be due to extended charge times. Technical services discussed and recommended not to implant the product. The device was never in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had reached a battery status indicator of explant. The explant indicator was found to be due to extended charge times. Technical services discussed and recommended not to implant the product. The device was never in service. No adverse patient effects were reported.